Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed and it entered inside the patient for tissue suction and ligation deployment. However, multiple bands were deployed at one time. Reportedly, the physician removed the bands, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly and there was evidence that it was secured in the handle slot while the slack was removed properly. However, the trip wire was kinked, which relates to handling and manipulation during the device set up likely; when the slack was pulled or when the device was attempted to be released from the endoscope. The suture loop was intact and a crimp was present on the tripwire. The suture was attached to the trip wire and the suture knots were still intact, but was returned detached from the device. The ligator head was not returned with the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed and it entered inside the patient for tissue suction and ligation deployment. However, multiple bands were deployed at one time. Reportedly, the physician removed the bands, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.